Event description:
Defibrillator shows artifact, then low battery warning when plugged into wall. Did not received power-loose power housing on machine. The reporter was contacted for add'l info. They indicated there were no adverse effects to the pt as a result of the reported malfunction. A backup device was made available and used.